Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt used a bone growth stimulator and now felt a burning sensation in the ins pocket area where the implant sits. The pt felt a burning sensation when stimulation was on. Current impedance measurements were normal. Pt can only tolerate amplitude up to 1.5 v and pw 450. An x-ray of the ins and extension area was recommended. The device was re-programmed. There were no interventions taken or planned. Pt was getting stimulation in right areas. Hcp had not made a decision on replacing the battery. Add'l info has been requested, but was not available as of the date of this report.